Event description:
It was reported that outside of surgery during maintenance the device had a defective motor that needed to be replaced. There was no patient involvement. During device evaluation, it was discovered that the motor speed was below specification. No adverse events were reported as a result of this malfunction. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0861253. G2:foreign: netherlands. Review of the most recent repair record determined the tech found that the motor speed was below specification. The motor was replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.